Event description:
The initial complaint description received indicated the evolution stent got stuck in the introducer system and was not possible to release. Additional information received confirmed the evolution stent partially deployed after removing the system from the patient. No adverse effects to the patient have been reported as occuring as a result of this event.

Manufacturer narrative:
Incident meets the reporting criteria of an MDR report based on the reporting precedence established for this product family for removal of a permanent stent regardless of if the stent is partially or fully deployed and regardless of patient outcome. On evaluation of the returned device, it was noted that the stent was fully deployed and attached to the introducer. The red shuttle had passed the point of no return on the device. The safety wire was not returned with the device. The stent became detached from the introducer at the laboratory. There was no damage noted to the stent. The customer complaint could be confirmed as the device was returned with the stent fully deployed and attached to the introducer. A possible cause of the stent not releasing could be if the stent crown had become caught between the bi lumen and pert collar. However, we cannot conclusively determine the cause of this complaint. From the information provided, resistance was not encountered when advancing the wire guide through the stricture and resistance was not encountered when advancing the introducer and stent into position until deploying the stent. A review of the manufacturing records for evo-20-25-12.5-e device of lot c1020119 revealed no discrepancies related to this complaint issue. Prior to distribution all evo-20-25-12.5-e devices are subjected to a visual inspection and functional checks to ensure device integrity. As per the instructions for use, ifu0061-4 the user is instructed of the following. "Step 10, when stent point of no return has been passed, pulled safety wire out of the delivery handle near wire guide port. Step 11 continue deploying the stent by squeezing trigger. Step 12, after deployment fluoroscopically confirm full stent expansion. Once full expansion is confirmed, introduction system can be safely removed." From the information provided, there was no adverse effects to the patient, the procedure was completed with another device. Complaints of this nature will continue to be monitored for potential emerging trends.